Event description:
Two defective bbraun primary IV tubing sets were identified in a patient care area. Of note, neither defective product was utilized directly on a patient. Upon the rn attempting to prime the tubing sets, the rn detected both tubing sets would not prime the fluids due to some type of blockage. Reference report mw5166360.